Event description:
It was reported that a clearlink system continu-flo solution set had a small hairline crack or hole approximately 3 inches below where the tubing was connected to the pump; a small puddle was noted under the pump. This was observed during patient infusion. The puddle was cleaned up and 2 hours later, a puddle was observed again. Once the tubing was removed, two (2) tears were found in the tubing. The damaged tubing was subsequently replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured january 14, 2025, to january 15, 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.